Event description:
It was reported the device was used during a thoracoscopic wedge resection. It was reported by the rep while firing the ez45g across lung tissue, the surgeon could not release the jaws from the tissue after firing. The device was used with gore-tex "seamguard" on the cartridge and anvil. The surgeon then used another ez45g to fire alongside the first to free it from the lung. The or time was extended an unk amount of time.